Event description:
It was reported that the client was unable to locate patient information in the application. The patient's remote monitor had successfully sent transmissions previously, as recently as several months ago. Further investigation indicated that the patient had been discontinued and there is no way to determine who had discontinued the patient or when this had happened. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.